Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a revision because the leads migrated due to a fall that the patient had 1-2 weeks after implant. An x-ray was taken, and the leads were noted to be 1.5 vertebral bodies down. Impedances were taken, and all were fine. The manufacturer representative was able to program the patient to get a bit a pain relief for the patient. The revision is scheduled to occur on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was the initial reporter of the event. There were no further complications reported.